Event description:
Customer reported to beckman coulter, inc. (Bec) that they found the level 5 vial had leaked when they opened a new box of synchron system drug calibrator 2 to perform a calibration. Customer reported that the vial appeared to be damaged. Customer reported that the volume of the leak was approximately 2 ml. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - results code - (other): vial. (B)(4).